Manufacturer narrative:
Per customer, the autopulse platform (serial #: (B)(4)) will not be returned for evaluation, user tested the autopulse platform multiple times after the call and have no fault or error by replacing it with another autopulse li-ion battery and lifeband. The autopulse platform likely displayed "ua 17" (max motor on time exceeded during active operation) due to a depleted autopulse li-ion battery or a twisted lifeband.

Event description:
During patient use on a (B)(6) old male in cardiac arrest, the autopulse platform (serial #: (B)(4)) performed as intended and rosc was achieved after 25 minutes of rescue efforts. The autopulse platform was stopped but it was not turned off. After twenty five minutes, our patient went back into cardiac arrest. Crew started using the autopulse platform on the patient again, device started doing about 5-6 compressions and then it would stop and it prompted to pull up on the lifeband. Crew performed manual CPR while troubleshooting the autopulse. Crew was able to restart the device but after a dozen compressions, it displayed user advisory - "(ua)17" (max motor on time exceeded during active operation) error message. The crew then used a second autopulse platform (serial #: (B)(4)) but also, displayed "(ua)17" (max motor on time exceeded during active operation) error message. Crew reverted to and performed 45 minutes manual CPR until shock trauma air rescue service (stars) arrived and transported the patient on a helicopter and later confirmed patient had expired by cardiac ultrasound. Customer said that the patient outcome was not related to the autopulse devices. The 2nd autopulse platform (serial #: (B)(4)) associated with this complaint is submitted under MDR 3010617000-2020-00369.